Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The exposed portion of the soft cannula was observed to be flattened. The timing and cause of the observed cannula damage could not be determined. It could not be determined if the flattened cannula directly contributed to the reported event. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided.